Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (i.e., hypertension) may have contributed to the structural valve deterioration observed in this perceval plus valve, but this cannot ultimately be confirmed. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval plus IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed of this event through mantra database. Reportedly, a perceval plus valve pvf-s was implanted on (B)(6) 2023. After more than 2 years, the patient had severe aortic stenosis that required av reintervention with tavr on (B)(6) 2026 to resolve the issue. The outcome was reported as recovered/resolved. Patient's clinical history included systemic hypertension; diabetes mellitus: type ii, non-insulin dependent; dyslipidemia; hyperthyroidism; other disease: sleep apnea; aortic valve replacement: biological 2013; and was nyha class iii.